Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located the site of the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Two 10mmx2.50mm wolverine coronary cutting balloons were selected for use. During the procedure, at first inflation, it was noted that the first balloon ruptured at 6atm. Consequently, another 10mmx2.50mm wolverine was used. However, the same problem occurred. Both devices were simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Two 10mmx2.50mm wolverine coronary cutting balloons were selected for use. During the procedure, at first inflation, it was noted that the first balloon ruptured at 6atm. Consequently, another 10mmx2.50mm wolverine was used. However, the same problem occurred. Both devices were simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.